Event description:
This pt experienced an instent restenosis of a cypher stent approx five motns post implant. This pt was admitted to the hosp with a chief coplaint of stable angina. The pt was currently taking plavis, aspirin, and beta-blockers. The pt was taken electively to the cardiac cath lab, where angiography revealed an 80%, 16m long, de novo lesion in the 1st diagonal branch and a>60% 6mm long, de novo, smooth, conecntric lesion in the ostium of the lma. A bolus of heparin was admin via IV. There were no difficulties in accessing or wiring the vessel noted. It is unk if the lesions were predilated. A 3.5 x 18mm stent was deployed in the 1st diagonal to 12 atms. A microdriver stent (size unk) was also deployed within the 1st diagonal. An additional cypher stent was deployed to the lma ostium with satifactory results. The stents were not post-dilated. Flow through the stented segment was timi iii. Appro five months post implant, the pt returned to the cath lab for a routine followup exam. Repeat angiography demonstrated an 80% insetent restenosis of the 3.5 x 18mm cypher stent within the 1st diagonal branch. This was treated with repeat angioplasty. Crs18350 is not distributed in the us; however, it is similar to us product cxs18350.